Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had presented to the emergency room while experiencing syncopal episodes. The right ventricular lead exhibited loss of capture and low impedance. Pocket manipulation and isometrics could not reproduce the anomalies. The device output was increased and on (B)(6) /2014, the lead was capped and replaced.